Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) cylinder underwent a thorough analysis. The component was microscopically inspected and tested for leaks. Broken fabric threads, along with a partial cylinder separation from wear was noted in the proximal end of its body. Additionally, wear at fold was identified in its middle and proximal end. The component did not pass leakage test due to a leak from fatigue in its proximal end. Based on the information available and analysis results, the leak identified could have caused or contributed to the reported clinical observations of a tear in the cylinder and device not working properly.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a tear in the left cylinder was noted; therefore, the cylinder was removed and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a tear in the left cylinder was noted; therefore, the cylinder was removed and replaced. No patient complications were reported.